Manufacturer narrative:
Aware date corrected to 2025-dec-09 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was scheduled for an MRI this morning, but they were unable to have the MRI because the communicator would not connect with the handset. The patient stated that the communicator bluetooth indicator light was solid blue, but at the same time they saw an orange or yellow light. The MRI tech called the manufacturer representative (rep) and the rep told the MRI tech that the patient's ins was no longer in service. During the call, no issue was found with the communicator and the indicator lights worked as expected. The patient was instructed to connect to the ins and they got an end of service (eos) message. The patient confirmed the serial number that appeared in the eos message matched the serial number of the current ins. The meaning of the eos message was reviewed with the patient. The patient was surprised that the ins had already reached eos. The factors that affect ins longevity were reviewed with the patient, and they were redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the rep on 2025-dec-09. The rep repeated that the patient had seen the eos screen and they were wondering if there was anything that could be done and asked about MRI. The meaning of the eos message and MRI guidelines were reviewed with the rep. It was noted that the patient's therapy was set at 5.0 ma. Additional information was received from the rep on 2026-jan-06. The rep reported that impedance measurements were not taken due to eos. The rep had not heard back from the healthcare provider (hcp) regarding next steps and did not know the current device status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.